Event description:
Reporter alleged that the inform base unit had melted, blackened plastic in the cradle of the base. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B) (4)